Event description:
It was reported that the tcm did not heat above 33 degrees celsius and did not cool below 20 degrees celsius during cardiopulmonary bypass surgery. On a second case, the unit did not warm above 30 degrees celsius. The product was changed out and both surgeries were completed successfully.

Manufacturer narrative:
After removing the inline filter assembly, the inhouse biomed technician found about 60% of it was clogged with debris. The inhouse biomed technician cleaned the filter and replaced it. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.